Manufacturer narrative:
(B)(4). Batch #: unk. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device deliver a scissored clip which cut the structure? Did the device deliver a properly formed clip which cut the structure? Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? (If yes, please reference the IFU which states to ensure visualization of the clip in the jaws prior to firing.) How was the structure repaired? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the clip appliers scissored during the lap cholecystectomy procedure. They pulled a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, one malformed clip and one conforming clip were returned inside a plastic bag. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 11 clip as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. No conclusion could be reached as to what may have caused the malformed clip.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022. Additional information was requested, and the following was obtained: did the device deliver a scissored clip which cut the structure? Yes. Did the device deliver a properly formed clip which cut the structure? No. Did the clip not feed into the jaws, resulting in the jaws cutting the structure upon firing? (If yes, please reference the IFU which states to ensure visualization of the clip in the jaws prior to firin. Do not know at that time. How was the structure repaired? Got another device to finish the procedure.